Manufacturer narrative:
The insulin pump passed the basic occlusion test, excessive no delivery alarm test and displacement test. No motor error alarms or unexpected no delivery alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
Customer was attempting to fill and the insulin pump alarmed no delivery. She rewound it and attempted it three more times and then the device alarmed motor error during prime. Customer did not recall blood glucose events. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer has had issues with no delivery since august 16, 2014 but they were resolved with set changed. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.